Event description:
Sorin reported that during the implant procedure, the lead screw mechanism was deployed successfully but lead displaced several times. At end of the procedure, the lead appeared to be in good position with good electrical measurements both through the psa and device. At the pre-discharge x-ray, the lead had obviously displaced again. Repositioning was attempted but the lead would not stay in place even though the screw mechanism functioned correctly. The lead was replace.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.